Event description:
It was reported through the litigation process that seven month and thirteen days post port placement via right internal jugular vein, the port allegedly ruptured and chemotherapy medication had been leaked into patient body. It was further reported that the patient had swelling at the port site and the device was unable to be removed from the patient body. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: (12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one month and twenty one days post port placement via the right internal jugular vein, the port allegedly ruptured and chemotherapy medication had leaked into the patient's body. It was further reported that the device was unable to be removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and eighteen days post port placement via right internal jugular vein, the port allegedly ruptured and chemotherapy medication had been leaked into patient body. It was further reported that the patient had swelling at the port site and the device was unable to be removed from the patient body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post port placement patient report burning above right chest port-a-cath site with some swelling noted at site. It was informed to the patient that catheter lumen had ruptured. Around some days later, removal of existing port was performed, and placement of new port was indicated due to malfunctioning port. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is kept inconclusive for the reported fluid leak and difficult to remove as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the provided information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: (12/2022), g3, h6 (method) h11: b5, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.